Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2010, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was a de novo bifurcated lesion located in the proximal left circumflex (lcx) artery extending to distal lcx artery with 85% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In 2014, the patient developed symptoms of angina. No action was taken to treat this event. The event was considered to be not recovered/resolved.